Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit and the unit failed the o2 blending test reading. After performing the advanced fio2 test, testing revealed the solenoid 1 was below the required passing specifications reading. Carefusion installed a good known o2 blender to correct the reported issue.

Event description:
It was reported by the customer that when the ventilator is set to 100%, the unit is only getting 83% of oxygen. There was no report of any patient involvement associated with this complaint from the customer, it is currently unknown.